Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 470mg/dl. The customer had symptoms such as nausea and treated with syringe. Troubleshooting was performed and found that the cannula was bent and the pump alarmed no delivery and motor error. Customer was able to prime the device and pump passed the displacement test. Customer indicated that the alarms were resolved by a complete set change. No further assistance needed.